Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the outer bag (pouch) of a zcb00 intraocular lens was cracked and the customer was not sure that the lens was sterile. An abbott quality associate noted that both the inner and outer packaging had the same issue.

Manufacturer narrative:
Device evaluation: the suspect product was returned at the manufacturing site in a zip lock bag. Visual inspection showed that the pouches were opened at the supplier seal instead of the manufacturer seal. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.